Event description:
The explanting surgeon stated the pt had an eight year history of a prior tmj implants, inc. Total joint prosthesis with a pmma condyle that began to dislocate. The prosthesis was removed and a new one placed. Three months later, the pt developed an alleged foreign body reaction to the prosthesis which was unresponsive to antibiotic therapy. Therefore the device was removed.